Manufacturer narrative:
The test strips were requested for investigation. The test strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 2.1 ¿ 3.3 inr): qc 1: 2.9 inr. Qc 2: 2.9 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Routine retention testing was performed. Test strip retention samples passed the internal inspection. Product labeling states: "the coaguchek method uses human recombinant thromboplastin. Therefore, the comparability to tests using other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastin types. However, those higher differences between thromboplastins of different (rabbit, bovine) origin are not an issue specific for coaguchek assays. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared with several other (rabbit, bovine) laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined. Initial reporter occupation is lay user/patient. Unique identifier (UDI): (B)(4).

Event description:
There was an allegation of a questionable inr result for one patient tested with coagucheck xs meter with serial number (B)(4) compared to an unknown laboratory method. The result from the meter was 3.8 inr. The result from the laboratory after about two and a half hours was 2.8 inr. The therapeutic range is 2.0 to 3.0 inr.